Event description:
Telemetry rhythm was not being picked up by the monitor. Leads were changed and the telemetry box was changed an hour later, the patient had a course of vfib alarms. The monitor did not sound (alarm), patient coded and died. Biomed looked at the box (transmitter) and could not find any problems.